Event description:
Two retract-o-tape vascular loops broke during a carotid procedure causing extra blood loss of approx 100 ccs. The physician was able to control the blood loss. The pt is in stable condition with no ill effects from the blood loss.